Manufacturer narrative:
The serial number of the customer's cobas c 303 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation (altp) results from six patient samples tested on the cobas c 303 analytical unit. The reporter stated that the questionable results were found when they performed a correlation study with the other laboratory that uses a cobas pro c 503; there was a lower bias with patient samples. The reporter was able to provide one example of discrepant results: the initial result from the analyzer was 11 u/l. The repeat result from the other analyzer was 22 u/l.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and determined the event was caused by photometrics. The fse replaced the heat-cut filter, cleaned the bath windows, adjusted the gear pump, and checked the rinse volumes. He verified the analyzer's performance through a cell blank measurement, recalibrations, qcs, and precision checks using qc material. The investigation reviewed the last full calibration performed on 09-nov-2023; the results were within specifications. The investigation reviewed the qc charts (the actual qc results were not provided); the qc level 1 appeared to be initially within range on the date of the event but went out of range (high) with their 2nd measurement; the 3rd measurement was back within range. The qc level 2 appeared to be within range on the date of event based on the appearance of the chart. The investigation reviewed the alarm trace and the customer's handling of patient samples; no issues were noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.